Event description:
It was reported that the device went in backup mode during MRI. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step in the analysis, the device was interrogated. The interrogation could be properly performed and it revealed the eri battery status. The available data were inspected. The inspection showed that the device was programmed to auto-MRI. An MRI field was detected by the ICD on january 16, 2025, and the MRI mode was activated, as expected. Further data analysis showed that the device detected an invalid device status due to resets of the electronic module leading to the safety backup mode activation. The eri battery status was activated, as expected, due to reaching the maximum charging time. Next the ICD itself was further analyzed, including an analysis of the inner assembly. The destructive analysis revealed a damaged field-effect transistor of the high voltage circuit that led to a prolonged charging time and the activation of the eri battery status. This damage can be attributed to the charging cycles that occurred in the magnetic field during the MRI scan. Depending on strength and orientation, saturation of the transformer may occur, leading to a temporary high current condition. This induced high current condition can cause the observed damage of the field-effect transistor. Other components on the electronic module and the battery did not show any indication of damage or malfunction. Despite extensive analysis of the device and device data, the root cause of the invalid device status that led to the backup mode activation could not be determined conclusively. A temporary component malfunction during the MRI procedure that could not be reproduced during analysis cannot be excluded. As a standard, biotronik closely monitors the performance of our devices including the above mentioned complaint. The information you provided has been entered into our quality system and will be used to further evaluate device performance throughout our organization.

Event description:
It was reported that the device went in backup mode during MRI. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.